Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent came off of the balloon inside pt. The lesion being treated during a difficult procedure, was the native circumflex with discrete calcium. The taxus express2 8.8% 3.0 mm x 12 mm stent came off of balloon inside the pt and became stuck in the sheath. The vascular surgeons were called to the cath lab and performed a cut down procedure and successfully removed the stent, balloon, and sheath from the pt. The pt was discharged the following day. No additional information is available at this time.